Event description:
Customer medwatch rec'd after MFR medwatch submitted to the agency which states "bleeding can occur if the needleless cap falls off the line. This problem with the cap has been associated with manipulation of the cap (e.g., blood aspiration - after aspiration when the line is being flushed) as well as without manipulation (i.e., for no apparent reason)."